Event description:
It was reported that there was not a smooth cut with the holster during the breast biopsy. The case was completed with the same holster with no pt consequence.

Manufacturer narrative:
H3. Evaluation summary: the customer complaint could not be duplicated during the incoming evaluation. The service center performed service test with the unit passing all tests. Upgrades were performed per the service manual. The device history record has been reviewed and has passed qa inspection. Complaint info is trended on a regular basis to determine if further investigation is warranted.